Event description:
Boston scientific crm received info that this right atrial (ra) lead became dislodged. A repositioning attempt was made, however, the physician could not insert the stylet. As a result, the lead was extracted. During the extraction procedure, the lead had to be cut to be completely removed. A new ra lead was successfully implanted. No adverse pt effects have been reported.